Event description:
It was reported that during a physician consult a sensing interval count (sic) of approximately 1000 was noted over the previous two months. Based on medical judgment the lead was explanted and replaced. It was also reported that during the lead explant procedure an inferior vena cava/atrial tear occurred and was repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the performance data collected from the device was analyzed and revealed interference/noise. There were 1114 ventricle-sensing integrity counter counts observed in the 76 days prior to explant. (B)(4): the full lead in segments was received, analyzed, and no anomalies were found. Apparent explant damage was found. Defibrillator conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The inner tubing and outer tubing were kinked/buckled. Blood in/on helix mechanism. Outer insulation and outer tubing overlay were melted. Cosmetic environmental stress cracking was on the outer tubing overlay and the outer insulation is torn. Cosmetic depression on outer insulation. White substance found on outer insulation and exposed defib coil. Corrected: patient outcome and date of device manufacture.